Event description:
Operating room supervisor reported a patient's left eye was hard to track, during surgery. No patient harm or injury was reported.

Manufacturer narrative:
During an on-site visit by the field service engineer, tracker was realigned and a verification was completed to specification. A review of the case log-file did not confirm the reported issue. A root cause could not be determined. (B)(4).